Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer also reported one of their quick sets did not give them insulin. Customer also reported a motor error alarm occurring during a bolus. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.